Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. The cause of low bg was unknown; however, customer suspected it was possibly due to insulin stacking to treat a prior bg level. Subsequently, the customer was hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.